Event description:
Customer reported: respiratory therapist (rt) cut the tube on a ventilated patient. The customer reported that the rt tried to remove connector to reinsert into the cut tube and connector broke and snapped off. The customer reported that the rt used a connector from a new tube. The information provided suggest that decannulation and recannulation of a replacement tube was not performed. Customer confirmed that no harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis. Customer did not provide lot number; without lot number, unable to determine the manufacture date.